Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the pace impedance on daily measurements were really steady for a while and then got jumpy to the point were it triggered an alert. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).